Manufacturer narrative:
A 06-sep-2016 product investigation results: the reporter returned one toothbrush head on 18-jul-2016. The evaluation of this complaint was done based on a return - no failure identified.

Event description:
Round oscillating part of the brush head popped right off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that in the morning of (B)(6) 2016 the round oscillating part of the oral-b floss action brush head popped right off in his/her mouth while used with an oral-b rechargeable toothbrush, version unknown. The consumer stated that he/she had used these brush heads, but this had never happened before. He/she was able to but the part back on but didn't think he/she should use it again. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Round oscillating part of the brush head popped right off in mouth [device breakage] no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that in the morning of (B)(6) 2016 the round oscillating part of the oral-b floss action brush head popped right off in his/her mouth while used with an oral-b rechargeable toothbrush, version unknown. The consumer stated that he/she had used these brush heads, but this had never happened before. He/she was able to but the part back on but didn't think he/she should use it again. No symptoms developed.